Event description:
It was reported that the pump touch screen display was "glitching" without user interaction. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.